Event description:
Rptr complains of graves' disease, ruptured breast implants, chronic fatigue, daily headaches, migraine headaches, back surgery (ruptured disc) memory loss, anxiety, confusion, paresthesias, lupus, sjorgen's, chronic fatigue cyst, shingles, fibroids in breast & leg cramps at night.